Event description:
One month after undergoing stent placement of the mid left anterior descending artery, the patient was admitted with a non-q-wave myocardial infarction, chest pain and anterior/septal st segment elevation on the ECG. Two days after the admission, the patient underwent a (pci) percutaneous coronary intervention procedure of the 80% occluded mid lad lesion. After the procedure, the patient was noted in good health.